Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator service required alarm for internal li-ion battery permanent failure errors occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. The internal battery errors were confirmed. The internal battery will need to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator service required for internal li-ion battery permanent failure errors occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer